Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hand procedure, the tip of the driver, ar-8737-37 broke off into the ar-8725-30h upon implantation. Despite varying attempts, the tip of the driver could not be removed and the portion of the screw that was remaining outside of distal phalanx was cut off with wire cutter. A second surgery is not necessary in this case. Additional information obtained: the case was an ip fusion. The case was completed with the surgeon cutting off the remaining distal end of the screw that was still outside of the phalanx. X-rays were taken, however, rep does not have copies of these. She will reach out to the surgery center to see if she can get a copy.